Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date monitor: 06/05/2014, electrode belt: 02/28/2018.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020 at approximately 3:30:00, while wearing the lifevest. The patient was reportedly at home prior to passing. Per clinical review of the available ECG data, the patient experienced a treatment event consisting of four appropriate lifevest treatments and two additional inappropriate treatments on the day of passing. At 03:17:34, the patient experienced an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) with motion artifact. The post shock rhythm was asystole for 5 seconds which transitioned to bradycardia at 50 bpm with pvc's and CPR/motion artifact. The patient experienced a second appropriate treatment at 03:19:19. The rhythm at the time of the treatment was vf and the post shock rhythm was an idioventricular rhythm at 80 bpm with frequent pvc's. The rhythm then degrades to vf. Appropriate treatment three occurred at 03:19:54. The patient was in vf at the time of the treatment and the post shock rhythm was ventricular tachycardia (vt) at 180 bpm degrading to vf. The patient experienced a fourth appropriate treatment at 03:20:27 while the patient was in vf. The patient's post shock rhythm was an idioventricular rhythm at 70 bpm with pvc's. The patient's arrhythmias were successfully converted to slower rhythms as a result of the treatment events. Inappropriate treatments five and six occurred at 03:21:02 and 03:21:36. Nonsustained ventricular tachycardia (nsvt) contributed to the false detection. The patient was in an idioventricular rhythm at 70 bpm with nsvt for treatment five and an idioventricular rhythm at 80 bpm with nsvt for treatment six. The post shock rhythm for treatment five was an idioventricular rhythm at 80 bpm with nsvt, and an idioventricular rhythm at 90 bpm with nsvt for treatment six. A non-treatable rhythm was detected at 03:34:56. The device was shutdown at 04:00:44 on (B)(6) 2020.